Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found l1, l2, and l3 indicators in the m-cabinet were on confirming the power supply reaching the system. The rse also found the incoming power to the power-on board (f10) and power conditioning unit was working normally. To resolve the issue, the rse instructed the customer to press the power-on button on the power conditioner, which restored power to the marathon ups. After repairs, the system was returned to use in good working order. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.